Event description:
A male underwent initial endovascular therapy with zenith devices in 2005. The physician placed one main body and two iliac leg grafts. The pt had a hard fall and CT in 2009 revealed that the left iliac leg graft had pulled out of the iliac and there was a type 1 endoleak. The physician then went in three days later, and placed one iliac leg graft and a flex leg to extend down into the left external iliac and obtained a seal. There were no pt complications and the endoleak was resolved.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. The sales representative reported the pt had fallen down possibly causing the leg graft to move proximally in the anatomy. Movement of the distal sealing stent of the leg graft relative to its initial location cannot be confirmed at this time. However, if films are returned, they will be examined to ensure the proper failure mode was assigned to the incident. Additionally, it is unk how frequent the pt was being monitored. The complaint is considered confirmed at this time as the details of the case were provided by a cook medical sales representative but the root cause is unable to be determined from the information provided. However, we have notified the appropriate individuals and we will continue to monitor for similar events.